Manufacturer narrative:
The device passed the self-test and the displacement test. Device received with broken belt clip rails. Pump received with cracked keypad overlay at select button. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 23 file number 49772). Problem isolated to electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected error. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the insulin pump had broken piece and crack at the back of insulin pump case the belt clip rail and center button. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.